Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope acoustic lens was damage, additionally, the adhesive around the light guide lens was peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions "acoustic lens is damaged" and "adhesive around lg lens is peeled" was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.